Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) were returned and to zoll manufacturing corporation. Evaluation is currently underway. The evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. Device manufacture date: monitor sn (B)(4): 06/13/2014 reuse. Electrode belt sn (B)(4): 06/19/2014 reuse.

Event description:
A us distributor reported that a patient reportedly passed away on (B)(6) 2016. The patient experienced an appropriate treatment event consisting of one shock. It was reported that the patient was hospitalized during the event. It was reported that physicians were present and attempted resuscitation. The treatment shock was delivered at 17:20:56. Due to external interference, the treatment shock was 3j, not a full energy shock of 150j. The rhythm at the time of treatment was vf. The patient received a non lifevest shock at 17:21:09, and a non-treatable rhythm was detected at 17:31:28 followed by an arrhythmia with CPR artifact. The electrode belt was disconnected at 17:31:36. The patient passed away that day ((B)(6) 2016).